Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was bent resulting in elevated blood glucose levels. The patient experienced hyperglycemia symptoms of vomiting, headache, and a breathing issue. The blood glucose level increased to 500 mg/dl and the patient decided to go to the hospital. The patient was treated with insulin via IV at the hospital. The blood glucose results at the hospital were not provided. The patient was discharged from the hospital on (B)(6) 2023.